Event description:
The customer reported that there was no sound coming from the speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.